Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 145 mg/dl. Customer was not doing anything when they got the alarm. Customer stated that other than perspiration, it has been really hot. Customer stated that the pump had a crack on it when she first got it. Customer also stated that she does perspire a lot. Customer was advised to disconnect from the pump. Customer was not able to complete the rewind sequence since it goes back to the motor error. Insulin pump will need to be replaced. The crack is on the corner of the case, where it comes down to meet the screen. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The device was received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.